Manufacturer narrative:
The device remains in-service and will not be returned for evaluation at this time. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had intermittent spikes in impedances from 500 to 300 ohms that were oversensed by the respiratory rate trend (rrt) feature causing inappropriate atrial tachy response. The plan was to turn the rrt feature off. The system remains in-service. No adverse patient effects were reported.